Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was carefully inspected during the wash cycle and the leaflet coaptation appeared to be normal in structure. Following the implant of the valve, an echocardiogram revealed severe central regurgitation. It was found that one leaflet was not moving. A pig tail catheter was used to try to manipulate the leaflet but the leaflet would not move and was stuck in the open position. Subsequently a second valve was implanted, valve-in-valve, which resolved the central regurgitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic.